Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) manifested twiddler's syndrome. A system revision was done. The device was positioned submuscular. The ICD remains in service. No additional adverse patient effects were reported.